Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The distributor alleged that the audio bolus button was having response issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/12/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings:on investigation, the alleged bolus button tactile issue was duplicated. The bolus button cover was found to be torn/punctured and the button was unresponsive. Removal of the bolus button cover found part of the button assembly missing. The pump powered up to the verify screen with auditor and vibratory features. No tactile issue was found with the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).